Event description:
The MFR received info alleging the ventilator's tidal volume displayed value does not match set up value. There was no pt harm or injury reported. The device has yet to be evaluated. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the MFR's investigation is complete.